Event description:
It was reported that the pt underwent abdominoplasty and breast reduction surgery during 6/01. The pt developed a localized area of infection. This infection resolved with administration of keflex. The pt continued to feel unwell and was extruding sutures approx every six weeks. The physician indicates this extrusion ended in 1/02, but recurred in 6/02. The physician re-operated in 7/02 and found evidence of necrotic granulation around the suture material.